Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the usb to the navigation system cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735856, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the touchscreen intermittently works on both the camera and the main cart. When the usb cable is manipulated on the main cart into certain positions, the touch is restored on both carts. There was no patient present at the time of the event.